Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the imaging system was intermittently performing exposures for image acquisitions. To resolve the issue, the atp board, system control board and handswitch were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect system control board has been received by the manufacturer for evaluation. However, results are not available at this time. No additional parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would perform image acquisitions intermittently when prompted by the handswitch. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.